Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were uncomfortable and very dependent on this implantable pulse generator (ipg) as it was "running on one chamber" and they were getting palpitations and edema in their legs. The patient was also under the impression that the ipg "had more time." The ipg was explanted and replaced and since then the patient states "everything is excellent." No further patient complications have been reported as a result of this event.